Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 40 mg/dl, which was treated with juice and food. Customer declined troubleshooting on insulin pump to determine reason for low blood glucose as she had no more time.